Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "I do believe they reinforced the dressing to ensure angle matching was appropriate and held pressure. Impella was weaned and explanted the next day successfully on (B)(6) 2025 with patient remaining hemodynamically stable. The device was not saved."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that: a nurse contacted the clinical support center to report that a hematoma was observed at the access site, with no active oozing noted. The clinical team planned to confirm proper insertion angle alignment and apply manual pressure as needed. The local care team was continuing to monitor the situation and intended to provide additional information as it became available.